Event description:
The event is reported as: the catheter was inserted in the pt on (B)(6) 2008. On (B)(6) 2008, the catheter was found in the pt's bed. No pt injury reported.

Manufacturer narrative:
Eval method: functional testing. Results: the balloons of 7 out of 9 catheters burst while subjected to standard tests. The mfg facility has identified the mixing process to be the critical process determining the balloon strength. Conclusions: complaint failure confirmed. The mfg facility is studying alternative material formulation to improve balloon robustness. Dedicated personnel have been assigned to ensure the level of skill and adherence to the process.